Manufacturer narrative:
Visual evaluation of the returned products identified that there is debris inside the sterile package. The complaint has been confirmed by visual evaluation. Fourier-transform infrared spectroscopy (ftir) analysis conducted on the foreign material which was present on a small piece of plastic, could not be conclusively identified. Device history record (DHR) was reviewed and no discrepancies were found. These products were likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02622.

Event description:
It was reported that upon incoming inspection there was debris found in the sterile package. There was no patient involvement.